Manufacturer narrative:
The device was received with the needle separated from the horn; needle was not returned with the device for inspection. Visual observation found that the needle broke at the braze joint. Wear or damage to the needle section could not be verified, as it was not returned. There was no indication of damage to the sheath which indicates there was not side loading or contact with hard tissue. The cause of the failure was determined to be material fatigue.

Event description:
Per the information provided, during a percutaneous tenotomy of the plantar fascia the needle broke away from the handpiece. A new microtip was used to complete the case. There was no harm or injury to the patient caused by the failure.